Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an ablation treatment procedure a vessel perforation occurred. This blazer open-irrigated ablation catheter was selected and advanced to the lesion. The physician was looking for scar tissue and this device was being used as a mapping tool only. However, while searching for scar tissue the catheter was pushed to hard and at the end of the procedure the physician found that a vessel perforation had occurred. No ablations were able to be completed as they were unable to located any scar tissue. Additional information has been requested and is not available.